Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, corroded battery tube, battery tube threads ¿ cracked, and label damage. Cosmetic damage was confirmed at retainer ring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the damaged to the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.